Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to the manufacturer. However, after analysing the logfile with inspiration valve test it is visible that the step loss test failed.

Event description:
The customer reported while using the bellavista 1000, the device reaches max.87% when setting is 100%. The customer reported there is no patient involvement associated with the event.